Manufacturer narrative:
(B)(4). Device history lot: null. Device history batch: null. Device history review: null.

Event description:
Pinnacle ppf and sticker sheets received. Ppf alleges infection after first revision. Doi: (B)(6) 2012; dor: not reported; (right hip).